Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse installed a ghost back up to restore system and loaded software from ghost image. After installation of ghost back up and software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and installed a ghost backup to restore the system. The device was returned to expected functionality.